Event description:
It was reported that an alert was detected in the remote home monitoring system for right ventricular automatic threshold (rvat) entering suspension mode. Technical services (ts) reviewed device data in the remote home monitoring system and determined the rvat failed to measure the threshold due to low evoked response (ER) on this rv lead. Additionally, the rv lead exhibited loss of capture (loc) on the presenting electrogram (egm). At the time of the remote home interrogation, the patient was noted to have an underlying conduction at an av delay of 400 milliseconds. Ts recommended further review with a programmer to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.